Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unk pelvic mesh device on (B)(6) 2010 to treat pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered injuries including infections, pain, mental anguish, discharge, and multiple corrective surgeries. Plaintiff's attorney also alleged plaintiff has sustained severe and permanent pain, suffering, and disability.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.